Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Rf (radio frequency) head is out of specification on uplink functional tests; rf head cable found out of electrical specification. The rf head cable is damaged.